Manufacturer narrative:
Other, other text: h3: one cadd solis hpca pump was received with no physical damage. The event history log was not applicable. Accuracy testing was performed and the reported accuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. There was no fault found with the returned pump.

Event description:
Information was received indicating that cadd solis hpca pump caused over delivery. The pump was programmed for 12ml per hour but after 30 minutes it delivered 15ml. There were no adverse events reported.